Event description:
It was reported that noise was observed on the pace/sense portion of the lead. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.